Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injection of reflin 1 gram (frequency not reported) and injection of ceftazidime 500mg (frequency not reported). The cause of the peritonitis was unknown. At the time of this report the patient was recovered from the peritonitis event. No additional information is available.